Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as dark, itchy and burning skin irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.